Event description:
Zenith device implanted without any complications. During post dilatation of the graft using the coda balloon, the main body and contralateral leg grafts were molded to the vessel without complication. While molding the ipsilateral leg graft, the vessel beneath the graft ruptured. An iliac leg extensive was deployed in the right common iliac artery to seal off the rupture. Post angiogram showed no visible endoleak at completion. Patient doing well.